Event description:
It was reported that the catheter was being placed into the pt's leg in the operating room for a femoral nerve block. After the catheter was placed, the needle and catheter stylet were removed. During the stylet removal, the proximal end of the catheter began to unravel. As a result, the catheter was exchanged for the pt. The procedure was delayed several mins with no harm to the pt, no pt death, and no complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned.